Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from april 27, 2023, to april 28, 2023. H10: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused during infusion. The expected device delivery time was 60 minutes; however, the teicoplanin 1g in 250ml 0.9% sodium chloride infusion took over 90 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.